Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia because the cannula was bent and the insulin was dropping outside. The customer¿s blood glucose level was 600 mg/dl. The customer treated high blood glucose by changing the site and gave bolus with the insulin pump. Customer declined troubleshooting for high blood glucose since they knew it was caused by the leak in the set. The device will not be returned for analysis.